Event description:
A nurse reported experiencing no phacoemulsification during a cataract procedure. The case was completed with an alternate unit. There was no harm to the patient. Additional has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated the system was tested and found to meet product specifications. The system was manufactured on august 16, 2007. Based on qa assessment, the product met specifications at the time of release. The system met product specifications. Therefore, the cause of the reported event could not be determined and is unknown. (B)(4).